Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00169: case 2.

Event description:
Article: clinical and radiographic comparisions of two different radial head implant designs. Berschback, john. C, lynch t. Sean, kalainov, david m., wysocki, robert w., merk, bradley r., cohen, mark s. J shoulder elbow surg (2013) 22, 1108-1120. Case 1: heterotopic ossification (class iib) formed post op. Revision surgery was performed to excise ho, release contracture, and remove hardware.